Manufacturer narrative:
This report was submitted on march 10, 2023.

Event description:
Per the clinic, the patient experienced dizziness and on-going pain. . Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Correction: the correct gender is male; not female as previously reported. Device analysis report attached. This report is submitted on april 26, 2023.